Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 484 mg/dl, 214 mg/dl, and 210 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.